Event description:
The physician wanted to put an acculink in the left ac external, because the aci was closed. The physician was not able to put the accunet in the right position, because the accunet did not pass the kinking above the stenosis. The physician pulled the filter back and the tip of the accunet catheter was found to be detached. The physician used a snare and removed the tip. The product used had expired 2005. No pt effects were reported.